Event description:
It was reported that the device delivered medication at an inaccurate rate. There was patient involvement however no harm.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service. See manufacturer narrative.

Manufacturer narrative:
Correction: annex b: b21. Annex c: c21. Annex d: d16. Additional information: device eval by manufacturer?. Annex a: a0404, a040502, a1801, a0401, a2101. Annex g: g02017, g04080, g0405206. Annex b: b01, b14. Annex c: c070606, c0601, c07, c17. Annex d: d02, d07, d15. H3 other text : see manufacturer narrative.

Event description:
It was reported that the device delivered medication at an inaccurate rate. There was patient involvement however no harm.